Event description:
It was reported that there was possible intermittent atrial undersensing noted on stored egm's. This resulted in possible false device classification of episode termination.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).